Event description:
During post-dilatation it was not possible to pass the pantera leo balloon through the previously implanted stent.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The technical investigation of the returned pantera leo revealed that the balloon shows no signs of inflation. Microscopic inspection revealed a deformation of the tip and a kink in the center of the balloon. The provided angiographic material was reviewed and showed the implantation of a stent. In the subsequent sequences a second guide wire has been inserted and a balloon is visible in the proximal part of the stent. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It seems likely that the reported difficulties in stent crossing are related to the previously implanted stent.